Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [name] while setting up the backtable for surgery, the scrub tech noticed a very long black hair or thread wrapped around a piece of the plastic that holds all 3 of the pieces together for trocar cor47. Product was passed off the field; gloves were changed. New product procured. Product has been saved for return and pictures are attached. The product is available for return. Additional information received from [name] via email on 11sep2024: the event date is confirmed to be (B)(6) 2024. The procedure being performed was a laparoscopic cholecystectomy. Type of intervention: product was passed off the field; gloves were changed. New product procured. Patient status: before use

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: hospital: [name]. While setting up the backtable for surgery, the scrub tech noticed a very long black hair or thread wrapped around a piece of the plastic that holds all 3 of the pieces together for trocar cor47. Product was passed off the field; gloves were changed. New product procured. Product has been saved for return and pictures are attached. The product is available for return. Additional information received from [name] via email on 11sep2024: the event date is confirmed to be 06sep2024. The procedure being performed was a laparoscopic cholecystectomy. Type of intervention: product was passed off the field; gloves were changed. New product procured. Patient status: before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a loose hair on the device. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.